Event description:
It was reported the live monitor failed to display an image. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv cable assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.